Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, for patient had interventricular septal defect and had pulmonary artery bypass surgery nine years ago, there was high pressure in patient's right ventricle, the lead was dislodged by blood flow after slit of the sheath and steel wire. Finally physician terminated ipl implant and suggested patient have an epicardial lead instead. No patient complications have been reported as a result of this event.